Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported problems with air/fluid exchange during a procedure. There was no harm to the pt. Attempts have been made to obtain additional info, at this time additional info was not received.